Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19june2019. Philips field service engineer (fse) confirmed the reported issue of touchscreen not responding. Philips field service engineer (fse) replaced the touchscreen and performed touchscreen calibration, then tested the unit and returned the device to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported touchscreen failure. No patient/user harm reported.

Manufacturer narrative:
Date rec'd by MFR: 15aug2019. Failure analysis on the returned touch screen showed that the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault was found on this returned touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.